Event description:
It was reported that the ventilator had an issue with tidal volume parameters. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According of received information, the tidal volume value did not reach set value, when set to infant mode. The control board, monitoring board and pressure transducer boards were found defective. Control board contains electronics including microprocessor control to achieve among others: regulation of inspiratory flow, regulation of inspiratory pressure and regulation of a constant inspiratory flow. The breathing software is stored on control board. Monitoring board is a part of the subsystem monitoring mon. The monitoring subsystem features alarm and monitoring functions, calculations, trending of measured values and is also the can-bus master. Monitoring board comprises electronics including microprocessor for handling of e.g. System voltage monitoring, where the following voltages are supervised: +24 v, +12 v, -12 v, +5 v, +3.3 v. Pressure transducer board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Review of the device's logs confirmed that several clinical alarms have been generated, as an indication of difficulties with ventilating the patient. Alarms such as inspiratory flow overrange, expiratory minute volume high, expiratory minute volume low, peep low and respiratory rate high indicate insufficient ventilation of the patient. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The defective parts were not returned for investigation, despite request, as the customer does not authorize the removal of the parts from the hospital. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective boards.

Event description:
Manufacturer's ref. #: (B)(4).